Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china and it said that there was the scope socket failure and image noise was generated approximately 5 and a half years after its delivery, and could not duplicate the reported phenomenon, omsc presumed there was the possibility this phenomenon was attributed to the early deterioration of the video connector socket of the subject device with the user handling or high frequency of use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon which the image of the subject device flickered. But it was found that there was the noise of image and it was occurred due to the video connector socket failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device flickered and there was a poor contact of the video connector socket of the subject device after the unspecified procedure. The intended procedure was completed with another similar device and its procedure not delayed more than 15 minutes. There was no patient injury associated with this report.